Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in an adult female patient who had essure (batch no. B15005) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 2. Concurrent conditions included hepatitis, tuberculosis and polycystic ovarian syndrome. Concomitant products included colyte (peg 3350 and electrolytes), hydralazine, ibuprofen, ipratropium, morphine, naproxen, ondansetron, pethidine (meperidine), salbutamol (albuterol) and tramadol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (devcie removal via bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') and device dislocation ('migration of implant') in an adult female patient who had essure (batch no. B15005) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 2. Concurrent conditions included hepatitis, tuberculosis and polycystic ovarian syndrome. Concomitant products included hydralazine, ibuprofen, ipratropium, macrogol;potassium chloride;sodium bicarbonate;sodium chloride;sodium sulfate anhydrous (peg 3350 and electrolytes), morphine, naproxen, ondansetron, pethidine (meperidine), salbutamol (albuterol) and tramadol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression / psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and ovarian enlargement ("ovaries are enlarged") and was found to have hormone level abnormal ("hormonal change") and weight increased ("weight gain"). The patient was treated with surgery (device removal via bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain, alopecia, hormone level abnormal, migraine, headache, nausea, weight increased and ovarian enlargement outcome was unknown. The reporter considered abdominal pain, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, migraine, nausea, ovarian enlargement, pelvic pain, perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for dyspareunia, pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, depression,hair loss, hormonal change, migraines, headaches, nausea, weight gain, ovaries enlarged, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: fu 2 and 3 processed together. Pfs received: new events: abdominal pain, hair loss, hormonal change, migraines, headaches, nausea, weight gain, ovaries are enlarged, were added. On 22-nov-2019: fu 2 and 3 processed together. No new information. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in an adult female patient who had essure (batch no. B15005) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 2. Concurrent conditions included hepatitis, tuberculosis and polycystic ovarian syndrome. Concomitant products included colyte (peg 3350 and electrolytes), hydralazine, ibuprofen, ipratropium, morphine, naproxen, ondansetron, pethidine (meperidine), salbutamol (albuterol) and tramadol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (device removal via bilateral salpingectomy) and surgery (device removal via bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received. Lot number added. Essure removal date was updated as (B)(6) 2015. New events added-abnormal bleeding (vaginal, menorrhagia), depression, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), and vaginal discharge. Historical conditions, concomitant conditions and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') and device dislocation ('migration of implant') in an adult female patient who had essure (batch no. B15005) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 2. Concurrent conditions included hepatitis, tuberculosis and polycystic ovarian syndrome. Concomitant products included hydralazine, ibuprofen, ipratropium, macrogol;potassium chloride;sodium bicarbonate;sodium chloride;sodium sulfate anhydrous (peg 3350 and electrolytes), morphine, naproxen, ondansetron, pethidine (meperidine), salbutamol (albuterol) and tramadol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression / psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), ovarian enlargement ("ovaries are enlarged") and abdominal pain lower ("lower abdomen pain") and was found to have hormone level abnormal ("hormonal change") and weight increased ("weight gain"). The patient was treated with surgery (devcie removal via bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, pelvic pain, depression, dysmenorrhoea, vaginal discharge, abdominal pain, alopecia, hormone level abnormal, migraine, nausea, weight increased and ovarian enlargement outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia, headache and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, migraine, nausea, ovarian enlargement, pelvic pain, perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for dyspareunia, pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, depression,hair loss, hormonal change, migraines, headaches, nausea, weight gain, ovaries enlarged. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2014: results: endometrial thickness approximated less than 2 nun. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: pfs received: event added: lower abdomen pain, event outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.